Manufacturer narrative:
Correction: corrected d4 - additional device information: serial number of the 3186 lead from (B)(6).

Manufacturer narrative:
Correction: h6 adverse event problem. Corrected code from investigation conclusions 11 conclusion not yet available to investigation conclusion 67- no problem detected.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's left scs lead had migrated resulting in loss of therapy. The migration was confirmed via x-rays. As a result, surgical intervention took place on (B)(6) 2024, wherein the migrated lead was explanted and replaced to address the issue.